Manufacturer narrative:
Please note, only the year of implant is valid. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) underwent ¿battery depletion¿ three days prior to report ¿without an alarm notice by the ins.¿ additionally, the patient experienced a ¿sudden return of symptoms¿ of ¿freezing due to the return of disease.¿ the patient experienced ¿less than 50% therapy relief¿ at the time of report. It was ¿unknown¿ whether the battery had undergone normal battery depletion at the time of report. Regular telemetry remained possible with the ins at the time of report. The ins was replaced as a result of the event. The patient was reportedly alive with no injury at the time of report and was ¿doing well¿ following the replacement of the ins. A supplemental report will be filed if additional information is received.